Event description:
Customer reported experiencing symptoms of thirst and frequent urination and having "cysts all over her body". Customer was informed by her doctor to test her blood glucose. When the customer tried to test, she received an error 3 message on the display of her freestyle freedom lite meter. Customer also reported visiting her doctor who diagnosed customer with severe hyperglycemia and started customer on a new oral diabetes medication with dietitian consultation. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Customer's product was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. This is a final report.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: during trouble shooting with the adc customer service, the customer additionally reported that there was blood, control solution or other foreign material gotten into the strip port. Per product label copy: the users is advise to avoid foreign material in the meter's test strip and data ports.

Event description:
It was reported that the device was removed and replaced due to connector failure. On change out, the two pacing leads, 5076 and 4968, were replaced due to change from an abdominal to a right sided system. There was high impedance on the 6172 defib leads, they were removed and replaced. No patient complications have been reported as a result of this event.